Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, granuloma, and rupture.

Event description:
Patient representative reported right side " breast pain, tenderness and hardness, as well as fatigue and weakened immune system. Patient was diagnosed with capsular contracture, suspected device rupture and suspected siliconomas in (B)(6) and (B)(6) 2024. Patient was also diagnosed with a cyst in the axillar as well as an enlarged lymph node (14 mm) ¿ differential diagnosis siliconoma" and "slender glandular body with an approximately 11:00 o'clock echo-poor smooth-bordered lesion/fibrodenmoa-like lesion. Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, e1.

Event description:
Patient representative reported right side " breast pain, tenderness and hardness, as well as fatigue and weakened immune system. Patient was diagnosed with capsular contracture, suspected device rupture and suspected siliconomas in oct and nov2024. Patient was also diagnosed with a cyst in the axillar as well as an enlarged lymph node (14 mm) ¿ differential diagnosis siliconoma" and "slender glandular body with an approximately 11:00 o'clock echo-poor smooth-bordered lesion/fibrodenmoa-like lesion. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.

Event description:
Patient representative reported right side " breast pain, tenderness and hardness, as well as fatigue and weakened immune system. Patient was diagnosed with capsular contracture, suspected device rupture and suspected siliconomas in (B)(6) 2024. Patient was also diagnosed with a cyst in the axillar as well as an enlarged lymph node (14 mm) ¿ differential diagnosis siliconoma" and "slender glandular body with an approximately 11:00 o'clock echo-poor smooth-bordered lesion/fibrodenmoa-like lesion. Device has been explanted.